Event description:
It was reported that the pt's stem was loose in bone cement. Intact stem pulled out without difficulty. Cement in femur removed. Distal femur re-assembled and a new larger diameter stem was cemented in.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.